Manufacturer narrative:
(B)(4).

Event description:
The consumer reported on (B)(6) 2015 that they wanted the implant removed because it never helped her. Sometimes she got fluttering and then it stopped. Every time she mentioned to the health care professional (hcp) about getting the device removed, she was told to talk with the manufacturer representative (rep). Additional information received from the consumer on (B)(6) 2015 reported that the rep came and adjusted the battery. The battery was ok. The technician in the office went over the instructions and the patient felt a little fluttery. They made arrangements with the hcp to remove the device from their back. It never worked and they wanted it out. It would have been out but they had surgery for a blockage in their leg and a blood clot. The surgery would be in january and the patient reiterated that they wanted it out. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim. If additional information is received, a follow-up report will be sent.